Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that when the surgeon went to cut the suture, the pull wire had broken proximally and was sticking through the cannula. There was a 20 minute delay as surgeon tried to remove wire by pulling on it. Wire broke and surgeon left wire flush with anchor.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: pull wire stuck in anchor. Probable root cause: design. - poor mechanical advantage of locking feature. - materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: - locking mechanism not manufactured or assembled to specification. -incorrect heat treatment applied. Application: - not enough force applied. - user unfamiliarity with device. (B)(4).

Event description:
It was reported that when the surgeon went to cut the suture, the pull wire had broken proximally and was sticking through the cannula. There was a 20 minute delay as surgeon tried to remove wire by pulling on it. Wire broke and surgeon left wire flush with anchor.